Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had an unexpected restart alarm on the insulin pump after a battery replacement.

Manufacturer narrative:
The insulin pump was received with currents in specification. The insulin pump passed self-test. No unexpected restart alarm noted. However, we were unable to perform unexpected restart alarm test due to motor error alarm during bolus delivery. The insulin pump passed rewind, basic, occlusion, prime and displacement test. The insulin pump had minor scratched lcd window, cracked near display window corners, cracked battery tube thread and cracked reservoir tube lip. The motor passed motor test.